Event description:
Customer had problem with button on the table side control sticking. Joystick stuck in down position causing c-arc to drive toward foot end. Technician shut the unit off immediately. There were no injuries.